Event description:
ICU (intensive care unit) noticed blood in the tubing of the device and persistent alarming. Urgent surgical procedure performed to remove balloon pump. Determined the balloon had ruptured.